Event description:
A report was received that a patient was unable to use the remote control to communicate with the ipg and is unable to charge. The patient is expected to undergo a revision procedure to replace the ipg.